Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: based on the information available, it was not possible to determine the exact root cause of the reported event. As per IFU endoleak is the potential result of several factors, including inadequate overlap between devices and inadequate sizing. Without imaging none of these factors can be excluded. As per IFU endoleak and aortic damage, including dissection, are known potential adverse effects. The user indicated that the balloon might have been dilated too intensely as to repair the type 3 endoleak, possibly damaging the intima of the dissected vessel. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description according to initial reporter: a 73 years old female patient suffering from chronic thoracic aortic dissection (dissecting thoracic aortic aneurysm) underwent tevar. After a tx2 stent graft was placed in the proximal part of the target lesion, followed by gore's ctag placement distally, type 3 endoleak from connection part of the two stent grafts occurred. So as to treat the endoleak, touch-up ballooning (detail of the balloon used: unknown) was performed. However, during the ballooning, a retrograde aortic dissection arose in the wall of the artery adjacent to the proximal part of the tx2. Against the dissection, an additional stent graft (detail: unknown) was implanted below the left subclavian artery, and the procedure was completed. Additional information 11 july 2017: the patient was not suitable for the procedure due to having dissecting thoracic aortic aneurysm. The information regarding patient's anatomy was not provided. Size of the gore's ctag was 31/150mm. After tx2 and c-tag were placed in the aorta, gore's excluder aortic cuff 36/45mm was placed distal to the c-tag. After that, type3 endoleak from connection part of tx2 and c-tag was confirmed. Ballooning against the endoleak was conducted by gore's trilobe (bcl2645j). However, during the ballooning, a retrograde aortic dissection arose in the wall of the artery adjacent to the proximal part of the tx2. Against the dissection, an additional c-tag 34/200mm was implanted below the left subclavian artery. Type 3 endoleak disappeared as a result of the additional c-tag placement. Patient outcome: type 3 endoleak disappeared.